Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the first reload had a full complement of staples; the second reload was partially fired to the 4 cm cut line. The jaws were open. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument for functional testing. The interlock was overridden on the second reload, and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the surgeon was not able to squeeze the handle thus the stapler was unable to fire. Opened a new stapler to complete the case. No reinforcement material was used in conjunction with the stapling device the patient is alive with no injury.